Manufacturer narrative:
Exacerbation of non-target lesion.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: exacerbation of non-target lesion. Device issue: no device malfunction has been reported. It was reported via a trial that the pre-dilated distal rca was treated successfully with a xience v stent. Upon initial angiogram, a non-target mid rca lesion appeared to be less than a 50% lesion. After treating the target lesion, another angiogram was done and the non-target lesion appeared to have worsened increasing to approximately 70% after passage of the balloon and stent. A xience non-study stent was deployed within the mid rca lesion as treatment. There is no additional information available.